Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device had stopped working. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Updated to include manufacturer/company representative as additional report source. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device had stopped working. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the ins was off and not working since 2018. The patient had it explanted and replaced with an unknown device on (B)(6) 2019. The event was resolved without sequelae. No further patient complications were reported as a result of this event.